Manufacturer narrative:
The treatment tip was returned for evaluation. Service confirmed burnt radio frequency trace on the tip membrane which most likely caused the reported sparking during treatment. This evaluation confirms customer¿s account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment and can potentially cause patient burns. A review of the manufacturing records showed all requirements were met. No patient injury was reported during treatment. Prior investigation has found glowing or sparking from the tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge which damages the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.

Manufacturer narrative:
Treatment tip was returned and evaluated. Evaluation was unable to confirm any functional problem with the tip. The tip has a burnt trace on the tip surface. The tip passed flow and thermistor tests. The tip failed leak testing and visual inspection. Dielectric membrane breakdown was observed. A review of the device history record is underway. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A customer reported to their sales representative that they had a thermage treatment tip which sparked during a treatment the previous week. The clinic confirmed there was no patient injury from the spark.

Manufacturer narrative:
Treatment tip has been requested but not yet received for evaluation. A review of the device history record is underway. Based on all available information, no causal factors can be determined and no conclusion can be drawn.